Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effects of, tissue damage, mitral stenosis, cerebrovascular accident, and myocardial infarction, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported tissue damage, mitral stenosis, cerebrovascular accident, and myocardial infarction cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The deaths and device malfunctions mentioned are filed under separate MFR numbers.

Event description:
This is filed to report serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following adverse events: patient deaths, tissue damage, mitral stenosis, stroke, myocardial infarction, hospitalization, medical intervention, and surgical intervention, and the following device issues: unable to grasp the leaflets, single leaflet device attachment/slda, clip entanglement, and complete clip detachment. Details are listed in the attached article, titled ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience." Please see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿the first 4 years of postmarketing safety surveillance related to the mitraclip device: a united states food and drug administration maude experience."